Manufacturer narrative:
(B)(4). Ez-io power military driver (9040) (sn (B)(4)) was returned for evaluation. Upon receipt, the driver was visually inspected. When the trigger was pressed, the driver had no power (dead) with no light indicators displaying. The trigger guard was still tethered to the driver. Condition - driver opened and other operating characteristics already evaluated and recorded. The motor was connected to dc power supply (ID (B)(4)) and set to approximately 18v. When the trigger was pulled the motor was energized and was operable. Battery voltage measured as 15.64 dc volts without being activated. Battery voltage measured as .520 dc volts when button was activated and voltage reached a stable level. Stable defined as when whole numbers (e.g., 6 volts, 7 volts, etc.) Stop changing (ignoring numbers after the decimal point). The complaint has been confirmed. A review of the certificate of conformance found that the driver passed all the release criteria. Other remarks: the device was released in 08/2015 and is approximately 2 years old. The complaint, "the user loaded needle, squeezed trigger, nothing happening, driver is dead", has been confirmed. The failure is the result of battery depletion. No corrective/preventative actions will be assigned.

Event description:
The patient was in cardiac arrest. The user loaded the needle, squeezed trigger and nothing happened; the driver was dead.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation at this time. Teleflex will continue to monitor and trend related events.

Event description:
The patient was in cardiac arrest. The user loaded the needle, squeezed trigger and nothing happened; the driver was dead.